Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the pump was "left in the car." There was no adverse effect to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.